Event description:
The distributor reported on behalf of the customer, the visera laparo-thoraco videoscope was distorted/presented a pink color on the monitor. The intended procedure was completed using a similar device. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The color tone of the image was abnormal due to damage to the charge-coupled device. The curved rubber adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit or failure of the internal board of the video connector or the system. Olympus will continue to monitor field performance for this device.